Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb extensions on (B)(6) 2013. On (B)(6) 2015 the patient had an type 1a endoleak with sac growth that was sealed with an additional suprarenal aortic extension. On (B)(6) 2016 the patient had a type 1b endoleak that was sealed with an additional limb extension. On (B)(6) 2016 the physician identified a type 1a endoleak and implanted an additional suprarenal aortic extension to seal the leak. The patient is stable.